Event description:
It was reported that during a da vinci si surgical procedure, the surgical staff reported seeing a wire hanging out at the tips and reported the jaws of the fenestrated bipolar forceps instrument were not closing completely.

Manufacturer narrative:
The instrument was returned and evaluated. Complaint of wire hanging out on tip is confirmed. Both pitch cables are broken at the distal clevis hub. Cable segments that contain the crimp are still installed in clevis. Unusual for more than one cable to break. Clevis does not exhibit any damage or wear marks. Other cables at wrist are not damaged. No other damage found. The customer reported complaint does not itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.